Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed affected channels. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected and situ testing showed affected channels. The user was re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The user's hearing performance with the device is affected and situ testing showed channels with abnormal impedances. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.